Event description:
The pump was returned for investigation. Investigation revealed a display failure, a keypad response issue with evidence of contamination, and damage to the battery compartment and cap. This report is made based on results of investigation completed on (B)(4) 2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during evaluation, the display screen was found to be dim and discolored. During testing, the up arrow, down arrow, and contrast key contacts were unresponsive. Evidence of contamination was found under all key contacts. The keypad cover had been returned peeling and the contrast key contact was missing, which have no effect on insulin delivery. Additionally, the battery compartment had been returned cracked and the threads of the battery cap were stripped. (B)(6).